Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event information, but not every relevant detail could be obtained.

Event description:
Additional information was received that surgery occurred on (B)(6) 2019 to disconnect a lead with high impedances and implant a new lead. Only one lead measured high impedances at the procedure, and it is not known which lead this was. The original leads were left implanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The date of event and therapy dates have been estimated.

Event description:
Related manufacturer reference numbers: 1627487-2019-08302. 1627487-2019-08303. 1627487-2019-08304. It was reported that diagnostic testing revealed high impedance on a lead. In turn, surgical intervention may occur to address the issue. It is unknown which lead is liable so all leads are reported.